Event description:
It was reported the catheter was inserted in the patient on 09 july and on 10 july the line "malfunctioned when rn administered medications". "The proximal lumen slipped out of winged fastener." The catheter was removed and replaced. There was no patient harm. Additional information received reported "patient was stable when first identified, replacement was not performed. Another access tool was chosen."

Manufacturer narrative:
(B)(4), the customer returned one 3-l catheter for analysis. Signs of use in the form of biological material were observed on the catheter body. Visual inspection reveled the proximal lumen separated directly adjacent to the juncture hub. Remains of the extension line molding were observed inside the juncture hub. Stretching was observed towards the separated end of the proximal line. The separation point was observed to be rough and jagged. The damage appears consistent with undue tensile force applied to the extension line during use. The length of the proximal extension line from the proximal end of the luer hub to the separated end measured 5.875" which is not within the specifications of 5.310"-5.810" per product drawing. Functional inspection of the proximal lumen could not be performed due to the damage to the returned sample. A manual tug test confirmed the distal and medial extension lines were secure to the juncture hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The customer report of an extension line/juncture hub separation was confirmed through complaint investigation of the returned sample. Visual inspection revealed the extension line separated directly adjacent to the juncture hub. The damage to the extension line appeared consistent with undue tensile force being applied to the line during use. A device history record review was performed based on a potential lot number from sales history with no relevant findings. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the catheter was inserted in the patient on 09 july and on 10 july the line "malfunctioned when rn administered medications". "The proximal lumen slipped out of winged fastener." The catheter was removed and replaced. There was no patient harm. Additional information received reported "patient was stable when first identified, replacement was not performed. Another access tool was chosen."

Manufacturer narrative:
Qn#(B)(4).